Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported rupture, recall, and lymphadenopathy. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 1 opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported rupture and recall. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Healthcare professional later reported rupture and recall. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Device remains implanted.